Event description:
Hip replacement using corail + pinnacle. During the case the 54mm neutral trial liner (code 221836054) was damaged whilst trying to implant the trial. This was damaged because the surgeon was handed a 54mm trial instead of the 52mm trial that was actually required. The screw broke off from the liner trial.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : visual examination of the returned device confirmed the reported allegation, the device is broken around the snap ring creating a hole in the device, the snap ring is still attached to the screw, the screw will not longer attach to the rest of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.